Event description:
Customer reports that staff had finished one case and setting up for the next when table motion stopped working. Pt procedures scheduled were moved to another available room. Potential risk for injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report wil be submitted.